Manufacturer narrative:
Additional information: imdrf annex a and manufacturer narrative. Note that imdrf annex a1801 code not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.

Event description:
It was reported that the device had infused too fast. There was patient involvement, but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#, device available for eval? Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of infusion too fast of alteplase was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing « laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed ® the facility reported the event date as july 31,2024, from 7:00 pm to 7:30 pm ¿ based on the review of the pcu event log, on july 31, 2024, at 5:50 pm, an infusion was programmed for alteplase ekos pe with a rate of 11.11 ml/hr o at 5:52 pm the infusion of alteplase was started o at 7 02 pm the pump module was paused o at 7.07 pm the rate was updated to 1 ml/hr, a guardrail dialog of dose below minimum was accepted (dose=0.09, minimum=0 1), and the infusion restarted. O at 7'16 pm the rate was updated to 0.5ml/hr, a guardrail dialog of dose below minimum was accepted (dose=0.045, minimum=0 1) and the infusion restarted. O at 7'25 pm the rate was updated to 11.1 ml/hr and the infusion restarted. O on 1 aug at 2'59 am the infusion of alteplase was completed an additional vtbi of 5ml was infused with the pump module turned off at the time of 3.03 am with a total volume infused recorded at 97 721 ml o a review of the pcu and pump module error logs showed no errors were recorded related to the reported incident ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container this is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected ¿ a medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs the use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. ® the alans user manual (v12 1) states that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation * the device was in use for treatment purposes as intended per 21 cfr 820 198(d)(2) the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer note to repair center. Please replace the mechanism assembly as it was disassembled during the investigation mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer root cause: the root cause for the reported issue of an infusion too fast of alteplase was not able to be identified during the investigation. However, the noted third-party bezel assembly may have been a contributing factor to the reported over infusion. Note that imdrf annex a040502, c0601, d01, d15 and g04037, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.